Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/21/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a (B)(4) medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) preliminary analysis revealed the device was at eri and programmed to vvi 65 bpm bipolar mode. Testing revealed anomalous output conditions. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.